Manufacturer narrative:
Investigation: DHR was performed and no qn or abnormality was observed that could have influenced the issue. 1 photo and 12 used samples were returned for investigation. 1pcs 26ga sample was mixed in returned samples. The issue was not observed in the photo as it was not clear. Peelbackc was observed on the returned used samples. As there is no needle returned for investigation of this complaint, the reported needle tip adhesion/bonded to needle cannot be investigated. The probably root cause for peelback could be due to tubing material. CAPA#81917 was issued.

Event description:
It was reported that tip damage and peel back occurred with a bd neoflon¿ 24ga 0.7mm od 19mm l india. The following information was provided by the initial reporter, "tip damage & peel back while inserting IV cannula (neoflon 24g) resultant multiple prick to patients." 40 occurrences were reported, but no date/time or patient information was given.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip damage and peel back occurred with a bd neoflon¿ 24ga 0.7mm od 19mm l india. The following information was provided by the initial reporter, "tip damage & peel back while inserting IV cannula (neoflon 24g) resultant multiple prick to patients." 40 occurrences were reported, but no date/time or patient information was given.